Manufacturer narrative:
Exact date unknown, event occurred few years ago from the date the manufacturer became aware of the event.

Event description:
It was reported that the patients ipg would not charge. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg will not be returned as it was kept by the medical facility.